Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture date of explant: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent primary breast augmentation surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on the left side, which was confirmed via computed tomography scan. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On september 15, 2022, mentor became aware that the date of explant was september 09, 2022. Mentor also received additional information that the implant was replaced with an unspecified breast implant. On september 20, 2022, mentor received additional information that the suspect device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).